Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The investigation is in progress. Once the investigation is complete, a follow up supplemental report will be mailed.